Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. The pump remains in use supporting the patient. The log file from the returned system controller was reviewed. At approximately 1:52pm on (B)(6) 2017 the system controller was connected to batteries. On (B)(6) 2017, at 2:58am a low battery advisory alarm was captured as both external batteries were depleting during use. At 4:49am a low battery hazard alarm occurred. At 5:04am both power cables were captured as disconnected due to the external batteries becoming fully depleted, and the system controller was being supported by the internal backup battery. During the following event the controller was captured as connected to a fully charged battery with the white power cable, and briefly captured the internal backup battery as uninstalled. The controller resumed pump support at the set speed. During this time the controller also alarmed with a yellow wrench alarm due to the controller clock being reset. The report of the yellow wrench alarm was confirmed. The system controller log file appeared to show the system operating on 14 volt batteries until both batteries were depleted. The system then operated on the emergency backup battery until it also became depleted. The complete loss of power to the system controller caused the internal clock to reset, which resulted in the reported yellow wrench alarm. Additionally, the log file showed the system controller was being supported only on battery power for 15 consecutive days, including during night hours. The returned system controller was connected to laboratory test equipment and alarmed with a clock not set and yellow wrench advisory alarms. Once the clock was set from the test system monitor the alarm cleared. The returned controller passed functional testing using laboratory test equipment and was able to support a mock circulatory loop for an extended period of time without any atypical alarms or events being captured. The controller was found to function as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient heard an alarm and observed a yellow wrench on the system controller. The patient performed a system controller self-test; however, the self-test did not pass and the yellow wrench alarm continued. The patient reported that the system controller battery fuel gauge had 3 of 4 bars illuminated. The patient changed the batteries and the alarm still continued. The patient then exchanged the system controller. The patient was asymptomatic. During review of the log file from the returned system controller, it was revealed that the yellow wrench alarm occurred as a result of the internal and external batteries being fully depleted followed by a pump stoppage event. Device function resumed when charged power sources were connected to the system controller.